Event description:
The customer stated a false (B)(6) result was generated on the architect anti-hbc ii assay. A patient generated a (B)(6) result of (B)(6) but upon repeat, yielded a (B)(6) result of (B)(6). The same sample was tested on a different architect analyzer and yielded (B)(6) results of (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), architect anti-hbc ii, that has a similar product distributed in the us, list number (B)(4), architect core. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A retained file kit of architect anti-hbc ii reagent, lot number 92332hn00 was calibrated and the calibration met instrument specifications. All controls values were within specification. A reproducibility study was performed using the positive and negative controls and passed the within-run and total %cv acceptance criteria. Furthermore, all results for the positive control were within normal range and no false non reactive result was obtained. As part of our evaluation we have reviewed the complaint records for lot number 92332hn00. This review did not identify any problems relating to the customer's observation. A specific reason why the customer experienced this problem could not be determined. One potential explanation could be an abnormal aspiration of the sample due to bubbles or foam that did not result in an error code. Furthermore the instrument logs that the customer provided were analyzed: in the instrument log files a certain level of noise was identified in reagent 1 liquid level sense for the architect anti-hbc ii reagent bottles. It was recommended to the customer to perform a precision run, and if results are erratic, a field service representative should troubleshoot the instrument. The customer was also referred to the specimen collection and preparation for analysis section of the package insert. Based on our evaluation, we have determined that architect anti-hbc ii reagent, list number 8l44-25, lot number 92332hn00, identified in the customer's complaint, is performing acceptably.